Manufacturer narrative:
Three samples for batch 2307737 received for investigation. Through visual inspection, it can be observed that the syringe is lubricated with what appears to be silicone. A device history review was performed for reported lot 2307737 no deviations or non-conformances related to this issue were identified during the manufacturing process. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Based on the investigation results, no manufacturing related defects could be identified. Testing was performed on the returned samples, results verified the product met required specification, and no excess silicone was identified.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Patient problem code: f26 ¿ no health consequences or impact device problem code: a180104 - device contamination with chemical or other material.

Event description:
Short description - lack of function the plastic does not seem to be sufficiently cured. Plastic "threads" come along when you pull up the syringe when did the incident occur? During use. Has there been any patient impact (serious injury, medical intervention, change of treatment required)? - no. Please confirm if the samples have been contaminated with blood or cytotoxic medication. - no.